Manufacturer narrative:
Multiple valves (4.0 ebv and 4.0-lp ebv) were implanted. Two valves were explanted, and it is unknown which ebv model(s) was removed. At the time of this initial report, only very limited information about this event has been obtained. Additional information has been requested from the site but is pending. A follow-up report will be submitted after this information has been received.

Event description:
On (B)(6) 2020, patient underwent bronchoscopy procedure and had zephyr endobronchial valves placed (4.0 ebv, 4.0-lp ebv). On (B)(6) 2020, the patient was due for discharge. Patient was off telemetry, and went to the restroom while waiting for transport to go home. The patient was unable to catch his breath. He desaturated, was intubated, and his ejection fraction reduced to 30%. On (B)(6) 2020, two valves were removed and right upper lobe re-expanded. Patient had heart failure and family decided to transition to comfort care.

Event description:
On (B)(6) 2020, pulmonx was notified that the patient expired. Numerous attempts were made to obtain additional information, including the cause of death. A phone call was made on (B)(6) 2020, and emails were sent on (B)(6) 2020, (B)(6) 2020, and (B)(6) 2020. However, there was no response. A clinical investigation was completed and the cause of death is unknown.